Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp reporting that the stimulator revision had been scheduled for (B)(4) 2018 no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt like she was getting electrocuted and that the voltage was coming through. The patient turned off the ins. The patient stated that she saw power-on-reset (por) the next day. No falls/trauma or recent electromagnetic interference (emi) was noted. The patient was redirected to their healthcare provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the cause of the patient feeling like they were getting electrocuted and the voltage coming through as well as the por was due to the battery being low. The actions taken was that they turned off the stimulator for a full interrogation which there were no issues. The battery was again reported as low so patient was being set up for a stimulator revision. No further complications were reported.